Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found a arthroscopic image with the t on it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, when deploying t1 of the fast-fix 360, the device did not emit a clicking sound, but t1 was anchored to the meniscus. When deploying t2, there was also no clicking sound, and it was found that the grey slider did not get back to the default position. After exerting some force to reset the firing switch and retracting the device, upon inspection under the scope t2 had dislodged, it was not stapled in place. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.